Event description:
It was reported that a syringe 1.0ml 31ga 8mm ufii 10bag 500cs had a loose plunger during use. The following was reported by the initial reporter: "it was reported that the plunger rod is loose and the plunger rod comes out of the syringe when drawing insulin. Verbatim: consumer reported that the plunger rod is loose and comes out of the syringe when she is draw the insulin."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8211561. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 1.0ml 31ga 8mm ufii 10bag 500cs had a loose plunger during use. The following was reported by the initial reporter: "it was reported that the plunger rod is loose and the plunger rod comes out of the syringe when drawing insulin. Verbatim: consumer reported that the plunger rod is loose and comes out of the syringe when she is draw the insulin."